Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that during the trial procedure, the patient experienced weakness in the left leg. This occurred when the physician advanced the insertion needle too far. The procedure was stopped and there have been no reports of further complications regarding this event.